Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 29631, serial/lot #: (B)(4), product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used during a catheter pla cement procedure for a subsequent ablation with a medtronic thermal therapy system. It was reported that an imprecision was observed following placement of the cooling catheter system (ccs). It was reported that alignments on the guidance unit were between 0.1 to 0.4 when drilling for bone anchor placement. While drilling, it was noted that the physician had to update what drill was in use as the depth was insufficient with the drill selected. On the lateral bone anchor, the bolt required removal and re-inserted while controlling the scalp incision bleeding. On the posterior bolt, the trajectory was found to be out of alignment prior to rotating the bone anchor counter clockwise. On insertion of both laser fibers, the posterior catheter was noted to have "bounce back" and resistance from the anatomy. Magnetic resonance imaging (MRI) imaging found that the posterior laser fiber placed in the hippocampus was 3mm inaccurate in each direction. The ablation was then performed as the lateral laser fiber was placed accurately. The posterior laser fiber was then revised and the subsequent ablation was performed without complications to the patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: sw app 9735762 stealth s8 app, serial/lot #: 1.3.0 h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported inaccuracy. Analysis showed that the logs captured the corefile on 31-may-2022. The core file captured the program terminated with signal sigsegv. H6: b01, c10 and d02 apply to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.